Manufacturer narrative:
Per (B)(4) initial report additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, medical history and weight, whether the patient followed correct post-op protocol, photographs of the explanted stem and whether any corin devices revised with the stem has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revival revision of the stem, body and locking screw after approximately 1 year and 4 months due to fracture of the stem. The stem fracture was identified on (B)(6) 2024 and the revision occurred on (B)(6) 2024.

Manufacturer narrative:
Per -6549 final report: additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, medical history and weight, whether the patient followed correct post-op protocol, photographs of the explanted stem and whether any corin devices revised with the stem was requested in order to progress with the investigation of this event, however, not all details could be provided and thus the scope of the investigation was limited. The reported device is distributed by corin. The legal manufacturer was notified of this event and reviewed the available information and examined the explanted devices. The manufacturer concluded that the devices conformed to specification at the time of manufacture and patient weight / stem fatigue contributed to the fracture of the stem. Based on the above, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revival revision of the stem, body and locking screw after approximately 1 year and 4 months due to fracture of the stem. The stem fracture was identified on (B)(6) 2024 and the revision occurred on (B)(6) 2024.